Event description:
The customer observed false repeat reactive alinity s hiv ag/ab combo results for a donor, which were not consistent with the donor's previous results. In addition, the donor was nat negative (cobas 800). The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): sid (B)(6): on (B)(6) 2025 initial result = 9.29 s/co (lot 65260be00). On (B)(6) 2025 repeat results = 8.95 s/co (lot 65260be00), 7.62 s/co (lot 65260be00), 6.07 s/co (lot 63242be00). Nat testing (cobas 800) = negative. Historical results = negative. There was no impact to donor management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, a search for similar complaints, a ticket trending review, a device history record review, a labeling review, and a field data review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and supported the complaint issue without indication of any additional issues. A review of tracking and trending for the product and the likely cause, lot 63242be00, did not identify an increase in complaint activity. A review of the device history record did not identify any non-conformances or deviations with lot 63242be00 and the complaint issue. A review of field data for alinity s hiv ag/ab combo was performed. The overall reactive rates of ln 6p01-60, lot 63242be00, across bloodworks northwest (USA), applicable peer sites and across a whole blood and plasma monitoring group were collected and assessed. Across the whole blood and plasma monitoring group, the customer and their peer sites, the performance of lot 63242be00 is within product requirements. Lot 63242be00 has comparable performance to other lots analyzed in the comparison for the whole blood and plasma monitoring group and peer sites. A review of labeling was performed and found to sufficiently address the customer¿s issue. Based on the investigation, no systemic issue or deficiency was identified. The alinity s hiv ag/ab combo reagent, lot number 63242be00, is performing as expected.

Manufacturer narrative:
Section a1 - patient identifier: complete sid is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false repeat reactive alinity s hiv ag/ab combo results for a donor, which were not consistent with the donor's previous results. In addition, the donor was nat negative (cobas 800). The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): sid (B)(6). (B)(6) 2025 initial result = 9.29 s/co (lot 65260be00) (B)(6) 2025 repeat results = 8.95 s/co (lot 65260be00), 7.62 s/co (lot 65260be00), 6.07 s/co (lot 63242be00) nat testing (cobas 800) = negative historical results = negative. There was no impact to donor management reported.